Event description:
Springwire guide would not run freely through catheter after placed in subclavian vein and every time the catheter was pushed to be placed the wire would go deeper in the subclavian instead of slipping through one of the catheter's lumens as expected.